Event description:
The customer reported that this defibrillator failed to discharge during care of a patient in the ep lab. The user switched to a different defibrillator to treat the patient. There was no report of death or serious injury related to this event.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.